Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer experienced vomiting, blood glucose (bg) levels ranging between 286 mg/dl to over 600 mg/dl and small levels of ketones. Manual injections were administered and correction boluses were delivered to address the bg level. Multiple infusion set changes and a cartridge change was performed to address the occlusions and the elevated bg level. The contact alleged the bg level was due to the occlusion alarms and the basal rate requiring a possible adjustment. A system check was performed; the pump performed as intended and an air bubble was found within the cartridge tubing. Tandem technical support discussed factors that could cause elevated bg levels with the contact.